Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unk hip femoral head.

Event description:
The patient was revised to address dissociation of the liner from the cup. The cup had 50+ degrees of inclination so the surgeon implanted a +4 10 degree liner. Doi: (B)(6) 2012. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.